Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One titanium hexed uniscrew (uniht) was returned for investigation. Visual inspection of the returned product identified a large amount of wear about the implant threads and hex head. The device is noted to be fractured at the head. The reported product was located on tooth # 31 and used for approximately 3 years. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complaint reported malfunction. Loosening, crown fell out, replace. The reported event was non-verifiable, as the event (loosening) could not be recreated. A definitive root cause for this complaint could not be determined. The following have been updated: date of this report. Expiration date, UDI. Device available for evaluation change ¿no' to 'yes'. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw loosened in the patient's mouth.